Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative provided technical support to the customer. A calibration or replacement of the flow sensor was recommended. No report of patient involvement.

Event description:
The hospital reported the unit alarmed and was not able to mechanically ventilate. There was no report of patient involvement.